Manufacturer narrative:
Pump not received in stuck manufacturing mode unit passed displacement test. Sleep current measurement and active current measurement within specifications. Low battery alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance on j6/pcba1. After disconnecting and reconnecting the internal battery connector on j6/pcba 1 pump was monitored and functioned properly. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had battery issues. Customer blood glucose level was 17.3 mmol/l. Customer will return insulin pump for analysis.